Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one embedded in myometriun with a partly protruding tip and the second coil in the fallopian"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus/ essure coils protruding through left side of uterine fundus"), device dislocation ("migration of the device / essure coils could be seen further out in this tube") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst") in a (B)(6) female patient who had essure (ess205) (batch no. 620739, 621670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included overweight, restless leg syndrome and abdominal pain. Concomitant products included buspirone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, 10 years 5 months after insertion of essure (ess205), the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("hip pain"), back pain ("back pain"), fatigue ("fatigue") and fallopian tube spasm ("but the left fallopian tube underwent spasm"). The patient was treated with topiramate (topamax), respaire-sr-120 (robitussin d), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine perforation, device dislocation, depression, migraine, headache, ovarian cyst and fallopian tube spasm outcome was unknown and the weight increased, arthralgia, back pain and fatigue had resolved. The reporter considered arthralgia, back pain, depression, device dislocation, embedded device, fallopian tube spasm, fatigue, headache, migraine, ovarian cyst, uterine perforation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. On (B)(6) 2017: gross description: uterus: received in a container labeled with patient's name are a pre-opened uterus and two portions of detached fallopian tubes. The uterus measures 7.0 x 4.5 x 4.0 cm and weighs 62 grams. One portion of fallopian tube measures 6.0 cm in length and 0.7 cm in diameter. The second portion measures 6.0 cm in length and 0.6 cm in diameter. Representative sections are submitted in eight cassettes. Surgical pathology report. Diagnosis. Uterus: multiple leiomyomas, up to 0.6 cm. Adenomyosis. Endocervix with chronic inflammation. Procedure: pelvic and transvaginal ultrasound. Clinical indication: pelvic pain. History of essure placement. Findings: transabdominal and transvaginal scanning is performed. The uterus measures 10.0 x 3.3 x 5.3 cm. Endometrial stripe measures 5 mm there is a 4 mm bright echo in the uterine fundal endometrium which could be related to the essure device right ovary measures 3.0 x 2.0 x 2.1 cm. Left ovary fallopian tubes with no specific pathologic changes. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet received. Events depression, migraines, headaches, perforation (uterus), weight gain, ovarian cyst, embedded device, ovarian cyst were added. Lot number & lab data updated. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("one embedded in myometriun with a partly protruding tip and the second coil in the fallopian"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus/ essure coils protruding through left side of uterine fundus"), device dislocation ("migration of the device / essure coils could be seen further out in this tube") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst") in a 45-year-old female patient who had essure (ess205) (batch no. 620739, 621670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included overweight, restless leg syndrome and abdominal pain. Concomitant products included buspirone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, 10 years 5 months after insertion of essure (ess205), the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("hip pain"), back pain ("back pain"), fatigue ("fatigue") and fallopian tube spasm ("but the left fallopian tube underwent spasm"). The patient was treated with topiramate (topamax), respaire-sr-120 (robitussin d), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine perforation, device dislocation, depression, migraine, headache, ovarian cyst and fallopian tube spasm outcome was unknown and the weight increased, arthralgia, back pain and fatigue had resolved. The reporter considered arthralgia, back pain, depression, device dislocation, embedded device, fallopian tube spasm, fatigue, headache, migraine, ovarian cyst, uterine perforation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. (B)(6) 2017:gross description. Uterus: received in a container labeled with patient's name are a pre-opened uterus and two portions of detached fallopian tubes. The uterus measures 7.0 x 4.5 x 4.0 cm and weighs 62 grams. One portion of fallopian tube measures 6.0 cm in length and 0.7 cm in diameter. The second portion measures 6.0 cm in length and 0.6 cm in diameter. Representative sections are submitted in eight cassettes. Surgical pathology report. Diagnosis. Uterus: multiple leiomyomas, up to 0.6 cm. Adenomyosis. Endocervix with chronic inflammation. Procedure: pelvic and transvaginal ultrasound clinical indication: pelvic pain. History of essure placement findings: transabdominal and transvaginal scanning is performed. The uterus measures 10.0 x 3.3 x 5.3 cm. Endometrial stripe measures 5 mm there is a 4 mm bright echo in the uterine fundal endometrium which could be related to the essure device right ovary measures 3.0 x 2.0 x 2.1 cm. Left ovary fallopian tubes with no specific pathologic changes. Lot number:620739. Manufacture date: 2006/08. Expiration date: 2008/07. Lot number:621670. Manufacture date: 2006/09. Expiration date: 2008/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one embedded in myometriun with a partly protruding tip and the second coil in the fallopian"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus/ essure coils protruding through left side of uterine fundus"), device dislocation ("migration of the device / essure coils could be seen further out in this tube") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst") in a 45-year-old female patient who had essure (ess205) (batch no. 620739, 621670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". Medical conditions: *(B)(6) 2017:gross description uterus: received in a container labeled with patient's name are a pre-opened uterus and two portions of detached fallopian tubes. The uterus measures 7.0 x 4.5 x 4.0 cm and weighs 62 grams. One portion of fallopian tube measures 6.0 cm in length and 0.7 cm in diameter. The second portion measures 6.0 cm in length and 0.6 cm in diameter. Representative sections are submitted in eight cassettes. Surgical pathology report diagnosis uterus: multiple leiomyomas, up to 0.6 cm. Adenomyosis. Endocervix with chronic inflammation. Procedure: pelvic and transvaginal ultrasound clinical indication: pelvic pain. History of essure placement findings: transabdominal and transvaginal scanning is performed. The uterus measures 10.0 x 3.3 x 5.3 cm. Endometrial stripe measures 5 mm there is a 4 mm bright echo in the uterine fundal endometrium which could be related to the essure device right ovary measures 3.0 x 2.0 x 2.1 cm. Left ovary fallopian tubes with no specific pathologic changes. Concurrent conditions included overweight, restless leg syndrome and abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta) and paracetamol (acetaminophen) from 10-apr-2007 to (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression"), migraine ("migraines"), headache ("headaches") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant), 10 years 5 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("hip pain"), back pain ("back pain"), fatigue ("fatigue") and fallopian tube spasm ("but the left fallopian tube underwent spasm"). The patient was treated with buspirone, guaifenesin;pseudoephedrine hydrochloride (robitussin d), topiramate (topamax) and surgery (cystoscopy and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine perforation, device dislocation, ovarian cyst, depression, migraine, headache, fallopian tube spasm and anxiety outcome was unknown and the weight increased, arthralgia, back pain and fatigue had resolved. The reporter considered anxiety, arthralgia, back pain, depression, device dislocation, embedded device, fallopian tube spasm, fatigue, headache, migraine, ovarian cyst, uterine perforation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Lot number:620739 manufacture date: 2006/08 expiration date: 2008/07 . Lot number:621670 manufacture date: 2006/09 expiration date: 2008/08. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; anxiety . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received event " psychological or psychiatric problems condition: anxiety" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.